Manufacturer narrative:
The physician used the eagle gold catheter to examine the shunting point of a dialysis patient. The radial artery was punctured and a 6f sheath was inserted into the artery. The catheter became trapped at the tip of the sheath and detached. A snared was attempted, but unsuccessful. The patient was taken to surgery and the detached tip was removed. Patient was reported to be in good condition. The catheter has not returned for evaluation; therefore, further analysis cannot be completed at this time.

Event description:
Distal tip of catheter trapped at the tip of the sheath and detached.